Manufacturer narrative:
Evaluation will be conducted and reported in the follow up.

Event description:
Per the sales rep: as reported by the hospital gbat trefine stops were missing screws upon opening the package.